Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the left ventricular lead exhibited greater than 3000 ohms impedance. The lead insulation appeared to be abraded via x-ray/fluoroscopy. The lead would be monitored.